Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4) the complaint device was returned for evaluation. A visual inspection was performed and "call tech support" error message was observed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.